Event description:
It was reported that during an unknown procedure, when the nurse opened the cap, the knife had already came out. No reported patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the reload attempted to be fired when the knife issue occurred? No. What firing of the device? No. Was the reload already loaded into the device? Yes.

Manufacturer narrative:
(B)(4). H53c4e (batch # of returned reload). Additional information: was the cartridge loaded with the retaining cap on? Yes. Was there an attempt to load the cartridge proximal end first (like en endocutter)? No, loaded the cartridge distal end first. The analysis results found that the reload was received non sterile and in good visual condition. The reload was received fully loaded with staples, with the swing tab in the unlocked position, and the knife completely within the doghouse. The reload was tested for functionality with a test device and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.